Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that the device performed a synchronized restart of the ventilation unit and cockpit on (B)(6) 2025, around 6:16 pm. The restart was caused in specified reaction on a detected deviation of the circuit board of the flow and pressure measurement module. The event was accompanied by the intended device failure and "pressure measurement impaired" alarm messages. The faulty circuit board, as well as both data cables and the power cable of the flow and pressure measurement module should be replaced. As a safety feature of the device, the software analyses and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The device reacted like specified to a detected deviation and posted appropriate alarm messages to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device generated a high pitch alarm during use. The device came up with a pressure measurement impaired and device failure alarm. The device was replaced. No health consequences for the patient reported.